Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex esophageal partially covered stent was to be used to treat a 12cm malignant lesion due to cancer in the esophagus during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the stent was successfully deployed. However, the physician was able to observe through the scope that the stent had moved out of position. It was noted that the distal tip of the stent failed to cover the lesion. The physician removed the stent using forceps and planned to perform another stent placement procedure on an unknown date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A fully deployed wallflex¿ esophageal partially covered stent and delivery system were received for analysis. Visual examination of the returned device found the inner shaft was bent at the distal section. The stent was measured to be within specifications. There were no issues noted with the stent and no other issues with the device were noted. The investigation concluded that the observed failure and the reported event were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on january 30, 2018 that a wallflex esophageal partially covered stent was to be used to treat a 12cm malignant lesion due to cancer in the esophagus during a stent placement procedure performed on january 30,2018. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the stent was successfully deployed. However, the physician was able to observe through the scope that the stent had moved out of position. It was noted that the distal tip of the stent failed to cover the lesion. The physician removed the stent using forceps and planned to perform another stent placement procedure on an unknown date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.